Event description:
Co received a report from an eyecare practitioner of pt who presented with central epithelial defect in the anterior strona associated with wear of focus night and day lenses. The original diagnosis was a sterile corneal ulcer, but the dr later felt it may have been related to an episode of sand getting in the pts eye and episode of sand getting in the pts eye and continuing to wear lenses. There was considerable haze around the defect, but the practitioner was unsure if this was infiltrates or scar tissue. The pt reported no pain, and there was no anterior chamber reaction. The incident resolved after treatment with antibiotic drops with significant scarring, but no reduction in visual acuity. No further information is available concerning signs, symptoms or outcome.